Event description:
It was reported that during a meniscus surgery, when t1 entered in the joint cavity , t1 was fixed in the meniscus, when the knot was push it was separated from the suture. No patient injuries or delay were reported. Back-up device was available to complete the surgery. Defective device was removed from the patient's anatomy.

Manufacturer narrative:
One ultra-fast-fix needle delivery system device returned. The complaint stated: ¿t1 was fixed in the meniscus, when the knot was push it was separated from the suture.¿ the protective blue split protective cannula was returned attached to the needle. The white depth, penetration limiter was returned trimmed back to the blue green inner needle sheath. Suture was returned separated from the needle. T1 had been freed from the needle tip. T2 remained inside the needle track. It was not yet fully positioned for stripping off the tip. Once the actuator lever was forwarded, t2 positioned properly and was stripped off as expected. This style product requires user controlled actions for the advancement, release and stripping of the anchors. Inadvertent twisting or over flexing of the needle track, whether temporary or permanent, may encourage unintended release or retaining of anchors. The delivery needle¿s distal tip was found twisted toward the right. No mechanical issue was observed with the manual actuator.